Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 13% during the current follow-up. At the previous follow-up in july 2019 the remaining longevity was 62%. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The field representative later reported that a replacement procedure was planned for february 9.

Manufacturer narrative:
The device remains implanted and in service. This report will be updated when additional information is received. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a remaining longevity of 13% during the current follow-up. At the previous follow-up on (B)(6) 2019 the remaining longevity was 62%. Premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and device replacement was recommended for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced about three months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.